Manufacturer narrative:
Same system components: control pump: model-72400098, lot- 1000349441, balloon, model-72400024, lot-1000353923.

Event description:
It was reported that the patient is experiencing difficulty in voiding his artificial urinary sphincter(aus) device. The usg showed failure in emptying the urethral ring and the patient needed an svd. The patient is experiencing discomfort. A patient outcome of stable was reported.